Event description:
It was observed that during the device evaluation, the gastrointestinal videoscopes had blurred images due to a damaged charged coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscopes had blurred images due to a damaged charged coupled device unit. Based on the results of the investigation, the most probable cause of the complaint is damage to the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.